Manufacturer narrative:
Date rec'd by MFR: 28-may-2019. Date of this report: 29-jul-2019. The touch screen assembly was returned to the manufacturer's failure investigation lab for evaluation. From testing, it was determined that the returned part failed resistance specifications. Resistance were out of specifications. Fault was found on this returned touch screen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22mar2019. The manufacturer's field service engineer (fse) evaluated the unit and confirmed the reported issue. Fse found that the display would not respond to touch in some areas of the screen. The screen could not be calibrated. Fse replaced the unit's touch screen to resolve the reported issue. The unit was tested and passed all testing. The unit was ready for service.

Event description:
The customer contacted technical support (ts) stating that unit had touch screen calibration failure. It is unknown if unit was in use at the time of the reported issue. No patient harm was reported to the patient or user. The event date was not specified; estimate used.